Event description:
Additional information received reported that the cause of the event was not determined. Reprogramming was performed and the patient recently had trigger point therapy injections. The patient¿s outcome was unknown. Further follow-up is still being conducted. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient never had therapeutic effect. Since implant, the healthcare provider (hcp) had not been able to target the pain area. The implantable neurostimulator (ins) had helped some pain but a majority of the patient¿s pain was not covered. The patient had tried reprogramming multiple times and was in pre-op for a revision today. The revision was to add a lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n501394, implanted: (B)(6) 2014, product type: accessory; product ID 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).